Manufacturer narrative:
Device evaluation: the complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The 99% stenotic lesion was located in the severely tortuous and severely calcified mid left circumflex artery. The physician advanced the 2.5x12mm quantum maverick balloon to the lesion and inflated the balloon several times to 14atms. On the last inflation, the balloon was inflated to 14atms for five seconds and the balloon ruptured. There were no patient complications. The device was removed intact. The procedure was successfully completed with another 2.5x12mm quantum maverick balloon. Patient status is reported as "no problem".